Event description:
Plaintiff alleges being diagnosed as suffering from type 1 latex allergy from repeated exposure to latex gloves. She alleges suffering from allergic rhinitis, shortness of breath, itchy and watery eyes , wheezing, systemic asthma and urticaria and other physical manifestations of her injuries, as well as great despair and loss of enjoyment of life, all of which are of a permanent, continuing and life threating nature and other damages. Plaintiff husband alleges loss of consortium of his wife.